Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.